Event description:
It was reported that the patient underwent a replacement surgery in which the existing spectra penile prosthesis (spp) was removed and a new inflatable penile prosthesis (ipp) was implanted due to unspecified reasons. No information was provided about the patient's outcome.